Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, an inadvertent pulmonary artery injury occurred, necessitating conversion to an open approach. The event occurred while ¿processing the vascular sheath surrounding the paraplasia.¿ temporary hemostasis was achieved with compression of the lung lobe; however, due to difficulties the procedure was converted to open thoracotomy surgery with a delay of greater than 30 minutes. The estimated blood loss was approximately 700ml. The following information is unknown: the cause of the bleeding, how the bleeding was resolved, and if any other medical or surgical interventions were rendered. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.